Event description:
It was reported that notice was received from (B)(6) alleging that patient had sustained personal injuries on (B)(6) 2011 from the implantation of the stryker rejuvenate hip components. Additional information reported via sales rep: components were explanted due to adverse local tissue reaction. Serum chrome 1.0 ppb, cobalt 3.8 ppb, joint fluid aspirate levels cobalt 220 mcg mcg/l, chrome 48 mcg/l.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.